Event description:
It was reported that a magnum ii hi speed handpiece ¿fast overheat¿ intraoperatively. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found in "as received" condition, the device would not run due to damage to the parts from corrosion...therefore, pre-repair temperature tests were unable to be performed. The device was repaired, tested, and passed all manufacturing specifications.